Event description:
A malfunction alarm was reported by the caller, indicating an issue with the pump. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted in resetting the pump, and after the reset, the malfunction did not reoccur. The customer was advised that they could continue using the pump.